Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq device was received for evaluation. During visual evaluation, the marker band was noted to be present without damage. The distal tip was noted to be detached at the distal end of the catheter and not returned. The inner guidewire lumen was exposed at the distal end of the catheter. Functional testing could not be performed due to the condition of the device. Therefore, the investigation is confirmed for the reported tip detachment as detachment was noted at the distal end of the catheter. A definitive root cause for the reported tip detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the product was allegedly found near the lesion on the contrast image. It was further reported that the tip of the product was checked and the tip, end point, was noted to be missed. Reportedly, the detached tip had already been collected with a snare. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the product was allegedly found near the lesion on the contrast image. It was further reported that the tip of the product was checked and the tip, end point, was noted to be missed. Reportedly, the detached tip had already been collected with a snare. There was no reported patient injury.